Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/28/2022, it was reported by a facility representative via sems that an ar-4068-45l suturelasso¿ sd, 45° curve left, broke during a procedure. During a labral repair on (B)(6) 2022, the tip on one of the 4068-45l suturelasso¿s broke off while being passed around the labrum. It took over 10 minutes to retrieve the broken piece, which inconvenienced the surgeon and hindered the efficient progression of the case. Additional information was requested on how the procedure was completed. On 03/14/2022, the sales representative stated the following information via email: the standard labral repair was completed using a suturelasso to pass suture around the labral tissue before locking down with a 2.9 mm short pushlock anchor. No additional intervention was needed for the patient. It was inconvenient for the surgeon, but they were able to retrieve the metal lasso tip out of the joint without the need for additional intervention.